Manufacturer narrative:
No adverse patient effects have been reported as a result of this observation. The boston scientific technical services department discussed the possibility of a lead problem. Available information suggests that the physician may monitor the situation at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this chronic transvenous right atrial (ra) lead was exhibiting intermittent fluctuations in pacing impedance measurements, with some measurements greater than 2000 ohms.